Event description:
Patient presented with a posterior communicating artery aneurysm, 3 mm vessel diameter. The physician chose a neuroform3 microdelivery stent system 3.0 x 20 mm first, but encountered friction during preparation and did not use it in the patient. The physician then chose the subject device to complete the procedure with the transend .014" floppy 300 cm guidewire. After a successful procedure, the patient's blood pressure suddenly undulated and even the patient remained unconscious. After checking the patient, the patient's bad condition. There is a high possibility that the patient might die.